Event description:
Customer advised they are experiencing under filling specimens. Customer uses safety blood collection sets with a discard to when drawing the patient specimen. Customer uses a sysmex cs-2500 analyzer and for approximately the past month has been getting "volume error" system message on under-filled tubes.

Manufacturer narrative:
Complaint (b)() retrospective filing. Received 1 rack of 454322/b17053t9 for evaluation. Received customer picture. We have no further inventory of the material/batch. The material/batch expired same month of the complaint (may 17, 2018). Products are not to be utilized past their shelf life. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No short fills could be observed on the samples. The alleged malfunction could not be confirmed.